Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a device history record review was not performed. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler completely fired. After the stapler was safely removed, the physician assistant placed the white trocar back into the stapler. The assistant does this regularly to ensure that the white trocar is counted. The stapler ejected the white trocar. There was no patient injury.